Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited unacceptable thresholds. The lead was turned off and remained implanted. The patient would be monitored.

Manufacturer narrative:
Final analysis found that the inner coil was fractured at 7.4 cm from the distal tip.